Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 20-jul-2021. This spontaneous case was reported by a consumer and describes the occurrence of leg pain ('increasing pain in my legs') in a (B)(6) year-old female patient who had essure (batch no. D60136) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced leg pain (seriousness criterion medically significant) and pain in arm ("increasing pain in my arms"). Essure treatment was not changed. At the time of the report, the leg pain and pain in arm had not resolved. The reporter considered leg pain and pain in arm to be related to essure. The reporter commented: I suffer from increasing pain in my legs and arms. Despite numerous examinations, nothing explains these pains. I would like to have these essures removed. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6). A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 20-jul-2021. The most recent information was received on 29-jul-2021. This spontaneous case was reported by a consumer and describes the occurrence of leg pain ('increasing pain in my legs') in a 45-year-old female patient who had essure (batch no. D60136) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced leg pain (seriousness criterion medically significant) and pain in upper extremities ("increasing pain in my arms"). Essure treatment was not changed. At the time of the report, the leg pain and pain in upper extremities had not resolved. The reporter considered leg pain and pain in upper extremities to be related to essure. The reporter commented: I suffer from increasing pain in my legs and arms. Despite numerous examinations, nothing explains these pains. I would like to have these essures removed. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 70 kgs. Batch no: d60136, production date: 2015-01-28, and expiration date: 2018-01-28. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 29-jul-2021: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.